Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a left internal iliac artery aneurysm with gore® excluder® aaa endoprostheses. After the left internal iliac artery was coil embolized, the gore® excluder® aaa endoprostheses were implanted successfully. The final angiography showed a proximal type I endoleak and a type ii endoleak. Aneurysm growth was not reported. The physician decided to monitor these endoleaks as it seemed that the blood flow from the proximal type I endoleak did not connect to the left internal iliac aneurysm and the type ii endoleak was slight. It was reported that it was possible the proximal type I endoleak occurred due to patient tortuous aortic neck and the type ii endoleak occurred due to insufficient coil embolization in the left internal iliac artery. The patient tolerated the procedure. On (B)(6) 2020, a follow-up CT imaging showed that the trunk-ipsilateral leg endoprosthesis had moved distally approximately 1cm, and the proximal type I endoleak was ongoing, and identified two type ii endoleaks. One originating from the inferior mesenteric artery, and the other originating from an unknown source (suspected origin is near the left internal iliac artery aneurysm). The type ii endoleak identified during the initial procedure originating from the left internal iliac artery was not shown. It was considered naturally resolved. On (B)(6) 2020 two aortic extender endoprostheses were implanted proximally as treatment for the proximal type I endoleak, and migration of the gore® excluder® aaa endoprostheses. The physician decided to monitor the two existing type ii endoleaks. The patient tolerated the procedure.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a left internal iliac artery aneurysm with gore® excluder® aaa endoprostheses. The patient had a pre-existing av fistula of the between the left iliac artery and vein after the left internal iliac artery was coil embolized, the gore® excluder® aaa endoprostheses were implanted successfully. The final angiography showed a proximal type I endoleak and a type ii endoleak. Aneurysm growth was not reported. The physician decided to monitor these endoleaks as it seemed that the blood flow from the proximal type I endoleak did not connect to the left internal iliac aneurysm and the type ii endoleak was slight. It was reported that it was possible the proximal type I endoleak occurred due to patient tortuous aortic neck and the type ii endoleak occurred due to insufficient coil embolization in the left internal iliac artery. The patient tolerated the procedure. On (B)(6) 2020, a follow-up CT imaging showed that the trunk-ipsilateral leg endoprosthesis had moved distally approximately 1cm, and the proximal type I endoleak was ongoing, and identified two type ii endoleaks. One originating from the inferior mesenteric artery, and the other originating from an unknown source (suspected origin is near the left internal iliac artery aneurysm). The type ii endoleak identified during the initial procedure originating from the left internal iliac artery was not shown. It was considered naturally resolved. On (B)(6) 2020 two aortic extender endoprostheses were implanted proximally as treatment for the proximal type I endoleak, and migration of the gore® excluder® aaa endoprostheses. The physician decided to monitor the two existing type ii endoleaks. The patient tolerated the procedure. On (B)(6) 2020 the following information was received: the type ii endoleak from the inferior mesenteric artery continued and the blood flow from the vein via the av fistula on the left internal iliac artery aneurysm which observed before initial procedure into the left internal iliac artery aneurysm. A reintervention was performed. The inferior mesenteric artery was coil embolized. An iliac extender endoprosthesis was implanted in the vein to cover the fistula. The patient tolerated the procedure.

Manufacturer narrative:
B.5. Updated. H6: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H6: code 3191 used for endoleak. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration, aneurysm enlargement, and endoleak.

Manufacturer narrative:
B.3. Updated.

Manufacturer narrative:
H6: corrected conclusion code from 11 to 22- according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration, aneurysm enlargement, and endoleak.